Event description:
Pt complained of pain in knee. Surgeon had an MRI performed. A loose body was noted. A f/u arthroscopy showed the distal 8-9mm of the 9x30 screw, which was placed in the tibial tunnel, in the knee joint. The piece of screw was removed. The pt's acl repair was not affected by this occurrence according to the dr. The removed piece is being returned for analysis.